Manufacturer narrative:
Internal complaint reference: (B)(4). H10: h3, h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. An analysis of the customer provided images revealed a spiral fracture between the threads of the anchor. It was located near the middle of the anchor. A visual inspection revealed the device was returned with a spiral fracture at the anchor. The fracture ran between the threads through the length of the anchor. The tip of the anchor was bent away from the fracture. There was some debris at the proximal end of the shaft. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. A review of risk management files found that the reported failure was documented appropriately. A review of the instructions for use found the following warnings and precautions related to the reported failure: it is the surgeon¿s responsibility to be familiar with the appropriate surgical techniques prior to use of this device. Breakage of the suture anchor can occur if insertion sites are not prepared with appropriate instrumentation prior to implantation. Prior to use, inspect the device to ensure it is not damaged. Do not use a damaged device. Use of excessive force during insertion can cause failure of the suture anchor or insertion device. The complaint was confirmed. Factors that could have contributed to the event include excessive force or bending during insertion, lack of device inspection prior to use, an inadvertent impact event, or improper site preparation.

Event description:
It was reported that during surgery, the twinfix anchor was broke. A backup device was available and no delay or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during surgery, the twinfix anchor was broke. A backup device was available and no other complications were reported. It is unknown if there was a delay. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.